Event description:
The customer reported to olympus, the telescope "oes elite", had a broken lens. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported broken scope issue could not be determined, as the device was not returned to olympus for evaluation and no additional information was reported or available, however, the issue was likely the result of excessive use/user handling. Olympus will continue to monitor field performance for this device.